Event description:
The reporter indicated that a 12.6mm vticmo12.6, -18.0/+1.0/084 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. The surgeon reports tass-diagnostics were not performed and medication was administered. The problem was resolved. Cause of the event is reported as user error: the device did not fail to perform as expected. The surgeon also reports, "allergies to lenses."

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
H6-investigation code 3331: device history record (DHR) review-based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
B5 - cause of the event was patient-related factor, not user error. Claim# (B)(4).